Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73a2100567 was manufactured on 01/20/2021 a total of (B)(4) pieces. Lot was released on 02/08/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the bottom, rail, and pusher were detached from the cover block. The rail and pusher were returned loose. No staples were returned. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. A nonconformance has previously been opened by the manufacturing site as a result of this issue. It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom, rail and pusher detached from the cover block. The rail and pusher were returned loose and there were no staples remaining in the device. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue.

Event description:
During usage of the stapler the device got dismantled. The staples that did not formed properly were removed manually.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During usage of the stapler the device got dismantled. The staples that did not formed properly were removed manually.